Event description:
The customer reported via phone call that the reservoir had a presence of air bubbles. The customer's blood glucose was 164 mg/dl. The customer stated that the approximate size of the air bubbles was smaller than the head of a pin. He stated that the insulin pump had not been rewound with a reservoir in place but noted that had done so previously. He stated that the insulin was not stored at room temperature. He was educated on proper insulin storage and use with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.